Manufacturer narrative:
Citation: ruparelia, n. Md et al. Transfemoral transcatheter aortic valve implantation in patients with small diseased peripheral vessels. Cardiovascular revascularization medicine (2015) sep;16(6):326-30 doi 10.1016/j.carrev.2015.05.013 earliest date of e-publish/publish used for event date.   No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding short term outcomes and feasibility of transcatheter bioprosthetic aortic valve implantation in patients with small diseased peripheral vessels. All data were collected from a single center between 2011 and 2014. The study population included 23 patients, 8 of which were implanted with a corevalve. Serial numbers were not provided. The study population was predominantly female; mean age 77.7 ± 10.01 years. Among all patients adverse events included: common iliac artery dissection, dissection with thrombus that reduced blood flow and was treated with the implant of a stent, and a thrombotic occlusion treated with an embolectomy. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance issues were reported.